Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per product specification. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and moderately calcified distal right coronary artery (rca). With a support of a non-bsc guide extension catheter, a 2.50x16mm synergy¿ drug-eluting stent was advanced to treat the target lesion. However during positioning of the device, the proximal edge portion of the device came into contact with the sheath of the non-bsc guide extension catheter for several times and the stent struts got lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was stable.